Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/08/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the heater wire with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000281081 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, clinician wiped down the jaws with gauze. This caused the heater wire to bend inside the jaws, it was still connected to the hemopro. Case was finished with a second hemopro. No patient was harmed.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.